Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The device is functioning normally at the time of evaluation. No issues were identified, the cause of the reported issue could not be determined, and no action was taken.

Event description:
It was reported that the device's air in line (ail) sensor is defective. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.